Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with oversensing noted on a stored electrogram (egm). It was noted that this was post paced t-wave oversensing (pptwos). Programming changes were discussed but not made. Further information was requested but not received